Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector pin was pushed inward and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.